Manufacturer narrative:
No patient information was provided although requested. The reported issue was not duplicated, the customer found that the vent tube was found to be pinched. The unit passed all testing and was returned to use.

Event description:
It was reported that the ventilator while in use had an error code low leak ¿ co2 rebreathing risk. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The investigation is ongoing.